Manufacturer narrative:
H6: investigation summary : one used sample and one sealed sample of lot 2006227 was received for evaluation by our quality engineer. Through visual inspection of the used sample, a leakage past the stopper ribs was observed. After further evaluation there was no damage noted in the syringe or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for the reported lot 2006227, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed on the unused sample. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness verification of the stopper. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked from the bottom during use. The following information was provided by the initial reporter, translated from dutch to english: "I would like to pass a complaint to you regarding the 50 ml bd plastipak luer-lok syringes. When drawing up the liquid, the syringe leaks and the liquid runs out at the bottom of the syringe." " did the user have contact with the substance that leaked? If so, was there contact with mucous membranes (such as eyes, mouth or wounds)? No. Did the treatment plan have to be adjusted as a result of this incident? (For example, due to the incorrect dose of the medicine that leaked) no. Did the leak affect the dose of the drug administered? No. Did the defect lead to serious injuries? No. Was there a medical treatment required as a result of this incident? No. Would you please confirm to us if you have any unused samples available for our research? We are not allowed to bring in samples contaminated with citostatics. If so, we would like to have it collected. Could you provide the address where they can be picked up? We still have unused syringes of the relevant batch in stock. Other actions to be taken? Another syringe was used".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plasti pak¿ concentric luer lock syringe leaked from the bottom during use. The following information was provided by the initial reporter, translated from (B)(6) to english, "I would like to pass a complaint to you regarding the 50 ml bd plasti pak luer-lok syringes. When drawing up the liquid, the syringe leaks and the liquid runs out at the bottom of the syringe." "Did the user have contact with the substance that leaked? If so, was there contact with mucous membranes (such as eyes, mouth or wounds)? No. Did the treatment plan have to be adjusted as a result of this incident? (For example, due to the incorrect dose of the medicine that leaked) no. Did the leak affect the dose of the drug administered? No. Did the defect lead to serious injuries? No. Was there a medical treatment required as a result of this incident? No. Would you please confirm to us if you have any unused samples available for our research? We are not allowed to bring in samples contaminated with cytostatics. If so, we would like to have it collected. Could you provide the address where they can be picked up? We still have unused syringes of the relevant batch in stock. Other actions to be taken? Another syringe was used.